Manufacturer narrative:
Qn#: (B)(4). No sample is available for the manufacturer to evaluate.

Event description:
Alleged event: it was reported that the catheter was found broken just before the y junction. No pt injury reported. The reported complaint was on catalog # 170003-000060. However, this product is sold in the united states as catalog # 170003060.